Event description:
Since the subject device did not work during a procedure, the physician confirmed and noticed the crack of the probe. The probe tip broke off due to touching. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus med systems corp for eval. The eval confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point and the tip of the probe. There was a char at the tip of the ptfe pad. The mfg history was reviewed, with no irregularities noted. As the result of eval, we have concluded that the probe tip presumably was scratched because the physician activated ultrasonic mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred. The physician observed some irregularity, such as an abnormal noise or error display, and withdrew the subject device as directed. Consequently, during cleaning/checking the device outside the pt body, the probe broke due to the stress by touching physically. The instruction manual of sonosurg scissors mentions warning and caution for possible mishandling mentioned above. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a med device report in an abundance of caution.